Event description:
A peritoneal dialysis pt reported that when she went to start treatment, there was solution inside the cassette door. There is no report of pt ill effect. No sample is available for eval.

Manufacturer narrative:
No sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.